Event description:
It was reported this balloon ruptured on the first inflation at 14 atmospheres, during an arteriovenous graft declot procedure. Following balloon rupture a segment of the balloon material detached and remained in the pt. A fogarty balloon catheter was used to prevent migration of the detached balloon material and the pt was transferred to surgery. Surgical retrieval of the detached balloon material as well as subsequent removal of the clot was uneventful and without any pt complications. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contributed to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The above factors may have contributed to this event. However, co is unable to determine the exact cause for this event.